Event description:
Reporter indicated that patient was explanted due to infection. It was reported that the patient was struck with a baseball in the chest and that the lead wire was subsequently becoming exposed through the skin. An infection later developed. Reporter indicated that both the pulse generator and the bipolar lead were explanted. Re-implant is planned but not yet scheduled.